Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide that the actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened and a follow-up report will be submitted with the completed investigation. As it was reported the device was stuck, it is possible an issue could have occurred as the device was being pulled out of the artery leading to a cut down. As a result, the complaint could be confirmed for a deployment issue. The exact root cause could not be determined. It is possible that insufficient force was applied to the device preventing deployment and the reported adverse event, however this could not be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device got stuck in the artery. The patient is stable and had to undergo an arterial cut down. The type of procedure performed is unknown at this time. There was no estimated blood loss. Additional information received on 11 apr 2025: the procedure was a premature ventricular contractions (pvc) ablation. The account believes it was a 5f arterial sheath that was then upsized to a 9f arrow. The account does not believe a pre-deployment angiogram was performed. There were no reported difficulties with arterial access, sheath, guidewire, or catheter insertion. The angio-seal device got stuck during withdrawal, and they "couldn't get the sheath out." It is unknown if any concomitant medical products were used with the angio-seal. The patient's weight is 250 lbs.